Manufacturer narrative:
Correction: h6 (added patient codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b2, b5, d8, e1 (initial reporter: facility name, street 1, city, region, postal code), h6 (added patient, device, and imf codes) ime 2402: meshoma, difficulty controlling blood glucose, enlarged lymph nodes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, meshoma, seroma, nonhealing wound, fluid collection, mesh folded and contracted with debris in layers, extensive adhesions, greenish-yellow odorous fluid, scarring, inflammatory changes, abdominal pain, difficulty controlling blood glucose, unintentional weight loss, enlarged lymph nodes, failure of mesh, defective mesh, pain, inflammation, nerve damage, mental pain, impairment, loss of enjoyment of life, and recurrence. Post-operative patient treatment included removal of mesh, debridement, adhesiolysis, resection of abdominal wall tissue, appendectomy, component separation, rectus sheath harvest/advancement/closure, irrigation, prevena vac, removal of tacks, lysis of adhesions, abdominal en bloc resection of lower abdominal wall, excision of ¿meshoma¿, extensive abdominal wall debridement, and hernia repair with new biologic mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, meshoma, seroma, nonhealing wound, fluid collection, mesh folded and contracted with debris in layers, extensive adhesions, greenish-yellow odorous fluid, scarring, inflammatory changes, abdominal pain, difficulty controlling blood glucose, unintentional weight loss, enlarged lymph nodes, and recurrence. The device had been used with a bard disposable instrument, getinge mesh c-qur tacshield 6x4in flxb omega 3 fatty and a covidien stapler internal 4.8mm lnr cutter dlu hlcl fstnr. Post-operative patient treatment included removal of mesh, debridement, adhesiolysis, resection of abdominal wall tissue, appendectomy, component separation, rectus sheath harvest/advancement/closure, irrigation, prevena vac, removal of tacks, and repair with new biologic mesh.

Manufacturer narrative:
Additional info: a4, b5, b7, d10, h6 (imf codes, updated ime e2402 to include "weight loss"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced allergic reaction, infection, meshoma, seroma, nonhealing wound, fluid collection, mesh folded and contracted with debris in layers, extensive adhesions, greenish-yellow odorous fluid, scarring, inflammatory changes, abdominal pain, difficulty controlling blood glucose, unintentional weight loss, enlarged lymph nodes, failure of mesh, defective mesh, pain, inflammation, nerve damage, mental pain, impairment, loss of enjoyment of life, and recurrence. Post-operative patient treatment included medication, imaging, exploratory laparotomy, removal of mesh, debridement, adhesiolysis, resection of abdominal wall tissue, appendectomy, component separation, rectus sheath harvest/advancement/closure, irrigation, prevena vac, removal of tacks, lysis of adhesions, abdominal en bloc resection of lower abdominal wall, excision of ¿meshoma¿, extensive abdominal wall debridement, and hernia repair with new biologic mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, meshoma, seroma, nonhealing wound, fluid collection, mesh folded and contracted with debris in layers, extensive adhesions, and recurrence. The device had been used with a bard disposable instrument, getinge mesh c-qur tacshield 6x4in flxb omega 3 fatty and a covidien stapler internal 4.8mm lnr cutter dlu hlcl fstnr. Post-operative patient treatment included removal of mesh, debridement, adhesiolysis and repair with new biologic mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced infection, meshoma, mesh folded and contracted with debris in layers, extensive adhesions, and recurrence. The device had been used with a bard disposable instrument, getinge mesh c-qur tacshield 6x4in flxb omega 3 fatty and a covidien stapler internal 4.8mm lnr cutter dlu hlcl fstnr. Treatment provided for these conditions include removal of mesh and repair with new biologic mesh.